Manufacturer narrative:
Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, oversensing due to non-physiologic signals/sensing integrity counter, and unexpected delivery of ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead. The lead had fractured, it had spiking and high pacing impedance, oversensing and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.